Event description:
It was reported that upon positioning an embolization coil, the coil prematurely detached completely in the aneurysm. No attempt was made to retrieve the coils as it was located in the intended location. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the delivery pusher revealed the coil detached from the delivery pusher. The implant coil is not included for eval as it remains within the patient. The tether that attaches the implant coil to the delivery pusher was broken. The most distal segment of the broken tether has characteristics of stretching visible. The remainder of the pusher was normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The micro-catheter used with this device was not returned for eval. We cannot determine if this was a contributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.